Event description:
During a fitting session in 2002, the parents had noticed that the pt was not responding as usual. The telemetry measurements showed 'poor coupling to the implant'. The following day, another telemery measurement showed the same result.